Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918.   The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed.   Gastric ulcer is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in japan underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). Adverse event reported from literature review: gastroenterological endoscopy/ the 99th congress of the japan gastroenterological endoscopy society; vol.62/page 1353: p-164/ year 2020. On an unknown date, the patient underwent an upper gi endoscopy and was diagnosed with a hemorrhagic gastric ulcer due to mechanical contact with the j-tube, and the j-tube was removed. The patient was treated with acid suppressant (oxyntic inhibitor) and helicobacter pylori eradication therapy. Duopa therapy has restarted and continues.